Event description:
On (B)(4) 2013, it was reported that the patient's device seemed fine, but the patient was experiencing an increase in seizures. Attempts have been made for additional inforamation; however, they have been unsuccessful. No additional information has been received. A review of the patient's programming history found showed the last recorded diagnostic data from (B)(6) 2011.

Manufacturer narrative:
Analysis of programming history.